Manufacturer narrative:
Block b3: exact date unknown, event occurred in february 2021.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced inadequate stimulation and high impedance readings were discovered on thirteen contacts of one of the leads. Multiple reprogramming sessions were attempted however the high impedances likely decreased the ability to provide adequate therapy. Therefore, the patient underwent a revision procedure during which the lead was explanted and replaced with two new leads. All targeted pain areas were captured postoperatively and the patient was expected to fully recover.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2021. Device analysis performed on the returned lead was unable to confirm the reported event of high impedances and inadequate stimulation. Testing of the returned lead revealed that it was cleanly cut approximately 5 cm from the proximal end and the distal portion of the lead was not returned. Additionally, electrical testing was unable to be performed due to the cut lead body. This damage is typical of an explant procedure and is not considered an anomaly. A labeling review was conducted which determined that lead breakage, loose connections or electrical issues can result in ineffective pain control and are known risks of implanting a pulse generator as part of a system to deliver spinal cord stimulation, as documented in the instructions for use (IFU).

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced inadequate stimulation and high impedance readings were discovered on thirteen contacts of one of the leads. Multiple reprogramming sessions were attempted however the high impedances likely decreased the ability to provide adequate therapy. Therefore, the patient underwent a revision procedure during which the lead was explanted and replaced with two new leads. All targeted pain areas were captured postoperatively and the patient was expected to fully recover.